Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: did the tissue pad melt? I reached out to the customer and it turns out when the tech was cleaning off the tip (blade/pad) the pad was mostly detached and it fell off while outside the patient. It had been melted through so the pad was compromised and came off easily. They threw it away and didn't keep it. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I've had multiple conversations about activating in abuse mode and whenever I'm in there with him he doesn't over activate the device. Occasionally there'll be a longer activation but not the norm.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the tissue pad detached and came off the device. The piece did not fall into the patient. There were no adverse consequences for the patient. The device will be returned but the tissue pad was discarded.

Manufacturer narrative:
(B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The device was returned with the tissue pad damaged, melted, and 100% present. The reported complaint was for a detached tissue pad. Dry body fluids were observed on the jaw. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.